Manufacturer narrative:
It was reported that the volumes do not appear on the ventilator. The ventilator was investigated by our field service engineer on-site and the expiratory cassette was out of place. No parts was replaced nor has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).

Event description:
It was reported that the ventilator's expiratory cassette was out of place and volumes were not shown on screen. There was no patient harm. Manufacturer ref. #: (B)(4).